Event description:
It was reported to boston scientific corporation that a contour was placed approximately on (B)(6) 2013, to prepare the ureter for the flexible ureteroscopy procedure scheduled on (B)(6) 2013. A week after the stent was place, prior to the procedure, the patient reported pain and discomfort to the doctor. A visual inspection was performed to check the placement of the stent however, the renal coil or loop could no longer be seen because the stent had already migrated down towards the bladder; so, the surgeon decided to withdraw the stent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.